Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6) study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2015. This complaint is being reported based on the event of pneumonia. On (B)(6) 2015 the patient underwent the second bronchial thermoplasty procedure to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015, following the procedure, the patient developed peribronchitis. No treatment was required and the patient recovered on (B)(6) 2015. On (B)(6) 2015 the patient developed bacterial pneumonia. A 'non-steroid' drug was provided or increased to treat the pneumonia (medication type not reported). The patient recovered from the pneumonia on (B)(6) 2015 and is currently reported to be 'stable'.